Event description:
The customer reported a tandem mobi cartridge alarm during the load process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the cartridge alarm and decided to replace the pump as it was under warranty. The customer was informed about receiving a pump with updated software and was advised to use multiple daily injections (mdi) as a backup insulin therapy. Instructions were provided for returning the old pump, programming the replacement pump, and connecting their continuous glucose monitor (cgm) to it. The customer understood and acknowledged all instructions, and a replacement pump was sent.